Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. Sample # 4 - the position of the thumb valve did not appear to be fully upright (closed). The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was then attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occur. The suctioning did not occur as well when the valve was placed in the locked position. The device history record for the lot number, m5215t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the third of three reports. Refer to 8030647-2016-00091 for the first report. Refer to 8030647-2016-00092 for the second report. It was reported that the closed suction catheter was "leaking" and as soon as they take the device off the patient, the leak stops. The catheter continued to suction when it was in the closed position and the ventilator alarmed. The harm or injury that is immediate is the fact that the pediatric patient is not getting their complete breath or the breath is being partially removed, which causes the patient to decompensate. No additional information available lot m5215t503.

Manufacturer narrative:
Correction: incorrect MFR report number used as 9611594-2016-00093, correct MFR report number is 8030647-2016-00093. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).